Event description:
While using a byte night aligners, patient reported that while wearing their aligners their tooth broke. They could not wear the aligners for risk of infection, and they no longer fit properly. Gathering and requesting additional information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.